Manufacturer narrative:
(B)(4). Evaluation summary: unique device identifier (UDI): (B)(4). The device was returned for evaluation. The reported gripper line break and gripper actuation issues were confirmed. The reported failure to adhere to leaflets could not be replicated in a testing environment, as it was based on operational circumstances. The investigation concluded that the reported user experience of failure to adhere to leaflets was due to patient morphology/pathology, and the reported gripper line break and subsequent gripper actuation issues were due to user technique during troubleshooting measures and force used while pulling the gripper lever. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, it should be noted that the mitraclip system instructions for use (IFU) cautions against raising the grippers more often than needed. It further cautions: retracting the gripper lever forcefully, or retracting the gripper lever more than 1.5cm beyond the mark may damage the gripper cover and impair cds performance. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being filed because the gripper line broke during the procedure. A broken gripper line has the potential to cause or contribute to adverse patient effects if a piece of the gripper line is left behind in the patient. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3, with challenging patient anatomy. A standard non-abbott probe could not pass through the patient's esophagus; therefore, a pediatric non-abbott probe was used, which was difficult to place and did not have appropriate views. As a result of the poor views, measurement was difficult and the transseptal puncture was too low. After the clip delivery system (cds) was advanced, the "-" knob was used to gain height and to be more symmetric to the leaflets; however, two attempts to grasp the leaflets were unsuccessful because the transseptal puncture was too low. After the third attempt to grasp the leaflets, the gripper lever was pulled too hard, and the gripper line broke; therefore, the cds was removed without reported issue. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. However, the decision was made to abort the procedure and there are future plans for a surgical procedure to treat the patient. There was no additional information provided.